Event description:
Related manufacturer reference number: 2017865-2021-39254.

Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported that the patient presented to the hospital with ventricular tachycardia and ventricular fibrillation. It was noted that their implantable cardioverter defibrillator successfully rescued the patient twice, however stopped delivering shocks after due to high voltage circuit failure and low defibrillation impedance between all vectors. The patient had to be rescued using an external defibrillator multiple times. Programming changes were not made at the time. Patient was reported to be alive and unconscious due to a medically induced coma.